Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings,component codes, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) during pm I found the pim module to be broken. Getinge field service engineer (fse) during pm I found the pim module to be broken, and the fiber optic connector to be broken. Fse disassembled the unit replaced fo extender cable connector d012-00-1562 and replaced the pim module d997-00-1178 . Also, fse reassembled the unit and performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use. For complete checklist please reference pm so#(B)(4).no patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit was found to have broken pim module and fiber optic connector. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.